Manufacturer narrative:
(B)(4). The reported event was unknown; however, a drain not finished alarm was identified during a review of the event history log. A sample evaluation was performed and an event history log review verified the drain not finished alarm. A visual inspection and electrical safety testing were performed with no issues noted. A short simulated therapy was successfully performed. During functional testing, it was found that the pump was too noisy. To correct the condition, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient involved at the time of the alarm. It was not reported when the error occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.